Manufacturer narrative:
Radiographs showing the position of the components whilst in vivo were analysed in lieu of returned devices.

Event description:
It was reported that revision surgery was performed. Pain, osteolysis and elevated cobalt and chromium levels reported. The devices were implanted in 2010.